Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the fuses were blown, and the fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site blew a couple of fuses. The fuses were replaced and the system is working as intended. No patient was present at the time of the event.